Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse was getting non recoverable alarm 64 (control processor). It was stated that the they turn device off/on and resumed therapy. Explained that if the alarm persists the device should go to biomed for investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse was getting non recoverable alarm 64 (control processor). It was stated that the they turn device off/on and resumed therapy. Explained that if the alarm persists the device should go to biomed for investigation.

Event description:
It was reported that nurse was getting non recoverable alarm 64 (control processor). It was stated that the they turn device off/on and resumed therapy. Explained that if the alarm persists the device should go to biomed for investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.